Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on after replacing new battery and charged. It was further stated that the splash screen came on, and then the device went into a watch dog alarm condition with no error message on the screen. There was no patient involvement.

Manufacturer narrative:
Additional information: g2 (report source). Investigation conclusion: the customers complaint of device not turning on was replicated on the returned pcu device. Log review was not performed as there was not report of patient involvement. After correcting the short circuit on the compact flash socket interface and successful installation of software v9.33.1.2 the source pcu device was observed to be functioning as expected. Device inspection: the pcu device was received with instrument seal intact. The right (male) iui was observed with corrosion. Inspection observed one of the pins of the compact flash socket 0 interface (radio card) shorted. No other anomalies were observed with any of the electrical components. The device was observed free of fluid ingress. Root cause analysis: the probable cause of the customer reported complaint of device not turning on was attributed to a corrupt system boot caused by a shorted compact flash socket interface. Device history review: a review of the device history record showed the device had a manufacture date of 07dec2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device would not turn on after replacing new battery and charged. It was further stated that the splash screen came on, and then the device went into a watch dog alarm condition with no error message on the screen. There was no patient involvement.